Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. Based on inner insulation (ptfe) damage and rs- coil offset or deformed several locations along the lead body. On some occasions, the friction force that resulted from contact between the lead and a constricted area was enough to cause the rs- ptfe to bunch up, that appeared to have happened here. If the bunched rs- ptfe was significant, it can cause the rs- conductor coils to become offset, which results in helix mechanism difficulty and the stylet insertion may be impeded. Laboratory analysis confirmed the reported allegation.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant due to problem with extending the helix when exercised outside the body. This lead was never in service. No adverse patient effects were reported.